Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented in the emergency room. The patient had supraventricular tachycardia (svt) that dissociated to ventricular tachycardia (vt). The patient's implantable cardioverter defibrillator (ICD) delivered anti-tachycardia pacing (atp), and the vt was terminated. The patient then experienced svt again, for which the patient received atp and shocks. The patient's ICD was reprogramed. The patient was discharged from the hospital.